Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a compromised force sensor system alarm. He also stated the insulin pump went blank shortly after receiving the alarm. Customer's blood glucose was 206 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the compromised force sensor system alarm occurred during basic occlusion test due to slightly loose drive support disk. No unexpected black screen anomaly or countdown anomaly noted. The insulin pump was received with minor scratches on liquid crystal display window, broken belt clip slot and cracked battery tube threads.